Event description:
During CT (with contrast) radiologist noted air on the reconstruction of the first image. Patient asymptomatic. Placed in l lateral decubitus postion and observed for one hour. Subsequent images obtained (through the hear) which revealed complete resolution of the approximate 5-10cc of intracardiac air. Manufacturer notified and equipment check done. All unit functions checked without identification of malfunction. No further action warranted per manufacturer check.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-93. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: invalid data. Conclusion: no failure detected and product within specification, other. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.